Event description:
Country of complaint: (B)(6). Detachment of the needle.

Manufacturer narrative:
Manufacturing site eval: not yet complete. One sample has been received for eval, eval ongoing at (B)(4).